Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a broken cylinder the patient had his malleable penile prosthesis (mpp) removed and replaced. The mpp was explanted and a new inflatable penile prosthesis (ipp) consisting of a 18cmx12mm cylinder, pump and reservoir were implanted. One of the previous mpp cylinders was left in place and a deactivation plug was placed in tubing. The old mpp was implanted in 2004.